Manufacturer narrative:
Product evaluation: the lens remains implanted; therefore, was not available for return and investigation. Manufacturing record review: the manufacturing records for the model zcb00 lens were reviewed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. No non-conformances (ncr) were found related to the reported complaint in the production order. Manufacturing controls include that the lens must unfold in less than one minute (60 sec.) Without manipulation during flat time test, time in which the lens and haptics have completely returned to its original shape. A search on complaints related to the production order revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted, give date: not applicable as the lens remains implanted to date. Initial reporter phone number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptics of an intraocular lens, model zcb00, was stuck (like holding hands and was glued). No patient harm and no patient injury was reported. The lens was implanted. No additional information was provided.